Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated fault code #14. It is not known under which circumstances this event occurred, however, no death or injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the scroll compressor. The iabp then passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated power up test fails code #14. It is not known under which circumstances this event occurred, however, no death or injury was reported.

Manufacturer narrative:
Corrected field: (the date was inaccurately reported in follow up MDR #1)

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated power up test fails code #14. It is not known under which circumstances this event occurred, however, no death or injury was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated power up test fails code #14. It is not known under which circumstances this event occurred, however, no death or injury was reported.